Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the distal right coronary artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use without issues. The bdc was being inflated and reached two atmospheres; however, it then lost pressure. The bdc was removed without resistance but only the proximal shaft came out as the device had separated and the distal shaft remained in the guide catheter. An unspecified 2.0mm balloon catheter was advanced and inflated to pin the distal separated portion to the guide catheter and all were removed as a unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported material rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling resulted in the noted kinked inner/outer member, noted bent hypotube, noted bent bayonet/support wire and ultimately resulted in the reported/noted hypotube separation; thus resulting in the reported difficulty inflating the balloon. The treatment appears to be related to the operational context of the procedure as an unspecified 2.0mm balloon catheter was advanced and inflated to pin the distal separated portion to the guide catheter and all were removed as a unit. There is no indication of a product quality issue with respect to manufacture, design or labeling.na